Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter was displaying an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the alleged error message issue began on (B)(6) 2019. The patient informed the csr that she manages her diabetes with insulin; 20 units of novorapid and 62 units of lantus. The patient denied making any changes to her usual diabetes management routine in response to the alleged meter issue. The patient reported that an unspecified time later, she developed symptoms of ¿shaky, sweaty, felt like going to the bathroom and weak". The patient claimed to feel these symptoms for about 3 hours. The patient denied receiving any treatment or medical intervention for her symptoms. At the time of troubleshooting, the csr walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose with the subject meter due to the alleged meter issue.